Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that during the tightening process, the screw slipped. The physician took out of the damaged screw and replaced another one.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic and optical examination revealed vertical thread crest damage on both the threads and break off portion of the set screw. The location of the damage, is inconsistent with cross threading or associated thread jumping. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine specific root cause of the foregoing event from the available information.